Event description:
Device issue: clip mislocation, detachment-exchange sheath. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis, pseudoaneurysm. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, bleeding continued and the clip was noted to be deployed on the distal end of the device. Additionally, the exchange sheath became disengaged from the clip applier during deployment or was never fully connected at the start of the procedure. Manual compression was applied to achieve hemostasis. A pseudoaneurysm was identified that was treated with an injection of thrombin. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.